Manufacturer narrative:
This complaint is related to MDR 1828100-2014-01070 and 01105. The user facility's biomedical engineer (biomed worked with technical support to troubleshoot the reported issue. The biomed followed the manufacturer's instructions and the centrifugal pump seems to be working properly. Software data logs were received by the manufacturer on 11/21/2014 for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal pump displayed an "overspeed" error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.